Manufacturer narrative:
The autopulse platform was returned to zoll on 17 jul 2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR error message. The issue was observed during routine check, no patient was involved with this event.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was reproduced during functional testing; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 02 jul 2010. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the platform was further tested including a load characterization check and found that the load cell was defective. This observation is not related to the report of a system error, out of service, revert to manual CPR message. After replacement of the processor board and the load cell, the platform was further tested to full specification and passed without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).